Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, gel leak. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5104651 that a female patient underwent a breast surgery with two unspecified mentor smooth gel breast implants and suffered several unexplained systemic symptoms, including pain and unspecified symptoms. The root cause of the patient¿s symptoms is unclear. In addition, the patient stated that she experienced bilateral gel leak and underwent two unspecified surgeries due to the gel leak. As a result, the patient underwent removal without replacement on ( B)(6) 2021. This report is for the left-sided prosthesis.